Manufacturer narrative:
The product has not been returned so no eval was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "cracking' noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Caller states this pod gave some resistance when pod was filled with insulin. She stated that she did not hear a double beep but pod did go through priming and activation process. She placed the pod on daughter last night and b/g was 120 and this morning b/g was 270. Two hours after a correction bolus b/g remained at 275. She removed the pod and programmed a bolus but pod did not show any insulin coming from the cannula. She noted that she heard clicking but no insulin came out. No further problems reported.